Manufacturer narrative:
Additional reason for removal: "capsular contracture" baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient later reported "pain, stiffness, burning, stabbing" as well as "capsular contracture" baker grade iii for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling and getting hot, had fever" "peri-implant liquid collection on the left " and "enlarged lymph nodes in the armpit" for the left side.

Event description:
Patient reported "swelling and getting hot, had fever" "peri-implant liquid collection on the left " and "enlarged lymph nodes in the armpit" for the left side. Device remains implanted.